Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the lead connector was bent when the package was opened. After the lead placement, the measurement was performed and showed high impedance. The lead was replaced. Patient condition was stable post procedure.